Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff had pin holes and inflation/deflation issue. As per video, there was blood and leakage in the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff had pin holes and inflation/deflation issue. There was no reported patient involvement or outcome.

Manufacturer narrative:
Evaluation summary: one was not received for evaluation, and is not possible to identify the product part number and could not be confirmed. Based in the complaint system and manufacturing controls, the following facts were concluded: ¿ the sample was not received for evaluation, the lot number was not provided and is not possible to identify the product part number; some pictures were provided and according to the cuff shape, that product could be an intermediate product, but without the sample, that could not be confirmed. ¿ manufacturing process was reviewed and currently, there is no potential risk and the below conditions were found for the intermediate product: o an inflation test is performed for all products. The operator inspects all products for no leaks and segregates the defective parts. O all products have a resting time of 2 hours. O deflation test is performed for all products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. ¿ all manufacturing controls were found acceptable and effective to detect the reported failure mode.no corrective actions are needed at this time since the sample was not received for evaluation. The investigation of observed condition isolated the failure to the leak on the cuff. No new formal investigation is required, the event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.